Event description:
A nurse reported the vitrector connector on the console was tight fitting while setting up for an anterior vitrectomy secondary to a pc tear. The staff was able to force the connection and the case was competed. There was a 20-30 minute delay reported. Additional info was requested but none has been received to date.

Manufacturer narrative:
The biomedical engineer contacted technical support services (tss) and a replacement part was ordered. No replaced parts are expected to be returned to the facility. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).